Event description:
The recipient was implanted in pakistan and was first seen by the clinic in canada in (B)(6) 2025 at which time they noted affected channels during in situ testing. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. No further steps have been decided yet.

Event description:
Affected channels have been observed. Further steps are unknown at this time. No final decision has been made if re-implantation will be performed.